Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic radical gastrectomy for gastric cancer, when the surgeon used the device to clamp the tissue and prevent bleeding ,the nurse found that the inner clamp was in the clamping state and could not be used when loading the absorbable clamp into the application clamp according to the normal operating procedure the clamp was unsealed and could not be used. Immediately replaced another product with the same brand, the same specification, the same lot of product and the issue did not happen again. Because the vessels in the tissues could not be clipped in time, the operation time was prolonged for about 3 minutes, resulting in an additional 5ml of bleeding. No patient complication was reported as the result of the event.